Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The in-stent restenosed target lesion was located in the left anterior descending (lad) artery. A 2.25 x 20mm synergy drug eluting stent was advanced to treat the lesion. However, when the device was attempted to be retrieved back to the guide, the stent got stripped off from the balloon into the vessel. The physician kept the wire in position and deployed the dislodged stent in the left main. The physician then took a 2.50 and a 3.0 balloon catheter to post-dilate the stent at about 4mm. No patient complications were reported and the patient's status was fine.